Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, probable causes are due to some electrical or electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had scope communication error (b30). There were no reports of patient involvement.

Event description:
It was reported that the issue was found during the inspection for use.

Manufacturer narrative:
This supplemental report is being submitted for correction in section b5. Updated fields: h2, h11. Corrected fields: b5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.